Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.3, reference: 2.9, mean: 2.10, confident limits: 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Reference value falls outside the limits, so the criteria is not met and the value is discrepant beyond the document variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation; however, strip lot number and product are not provided. Accuracy testing will be performed if strip lot number and product become available. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 1.3, lab: 2.9.